Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886804, gd886127. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. The patient was being treated with unspecified medications to clear infection. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering. It was not reported if dianeal therapy was ongoing. An opinion of causality was not reported.